Event description:
On august 5, 2006, the lay-user/patient contacted lifescan alleging that her one touch surestep meter was reading inaccurately high. The medical affairs specialist (mas) mailed a letter to the patient on august 9, 2006, since her telephone number is unlisted. The mas also listened to the call between the patient and customer care advocate (cca) to obtain/verify information. The patient stated, that she has seen her doctor a few times recently for unspecified reasons. About a week and a half ago during a doctor's visit, the patient compared her meter's readings to her doctor's results. The patient obtained a reading of "430 mg/dl." On her meter and "124 mg/dl" on her dr's unidentified meter. The dr also tested the pt on another unidentified meter and got "125 mg/dl." The time differences between the three reported readings are unknown. It is also unknown if the patient received any medical treatment during the doctor's visit. On a few occasions before meals, the patient felt she self-administred too much insulin based on the meters reading. In each case, the patient ended up developing symptoms of "dizziness, blurred vision, and slurred speech". The patient stated that in a few instances, she took 55 units of "75/25" insulin based on the meter's readings but, later felt as though she should have only taken 25-30 units instead. It is not known if she was prescribed to take 55 units of insulin based on a meter reading. It would have been helpful to know the following information: what were the times that the three meter readings were taken and what treatment(s) the patient received from the doctor's visists. In addition, it would have been helpful to know what the patient's medication regimen is, if the patient was following the regimen as prescribed, if the patient attempted to treat the symptoms, if she retested after developing symptoms, and when the patient started noticing that the meter may have been reading inaccurately high. This complaint is being reported due to the following conclusions: the patient claims to have administered insulin based on her meter's reading and on a few occasions had symptoms of hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.